Event description:
It was reported that during a lap cholecystectomy, the trigger could not be grasped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Trigger. Additional information was requested. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; two j shape clips were released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. However, each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws. Additionally the orange indicator over traveled; this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.